Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that approximately one year ago, this pacemaker showed a longevity remaining of 4.5 years, then seven months later, the device reached end of life (eol). It was noted that the atrial impedance measurements had fluctuated over the past year, pacing outputs were at 5v, however the patient had an intrinsic rhythm higher than 50 bpm. Daily measurements were also reviewed over the past year which showed no evidence of any device resets. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.